Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Event description:
Ous MDR - after an estimated implantation period of 89 months, oversensing with inappropriate shocks was reported. The lead was explanted and discarded by the hospital. No additional adverse patient side effects have been reported.